Event description:
The suspect device results were high, in the 500's mg/dl. The user dosed insulin based on the results. They became non-responsive and emts were called. They were taken to the hospital and treated with an IV and injection of 50% dextrose. Controls were not used. The test strips in use had expired in 10/2002.